Manufacturer narrative:
D10: concomitant devices: (B)(6), 200-02-38 - three peg patella 38mm; (B)(6), 204-04-44 - trapezoid tibial tray sz 4f/4t; (B)(6), 234-03-04 - optetrak asy,ps cemented femoral, sz 4; (B)(6), 204-70-00 - tibial stem ext. Screw; (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
H11. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that the patient was implanted with an optetrak classic device on the right knee and then approximately 7 years, 10 months later the patient was revised. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.